Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. High voltage lead impedance was noted previously during the device implant procedure and the values were within range after closing the pocket. The physician preferred not to take any action. The patient was in good medical condition.

Event description:
New information received indicated that the physician noted additional high, out of range, high voltage lead impedance measurements on (B)(6)2016. The physician elected not to take any action. The patient was in good condition and will continue to be monitored remotely.